Event description:
According to the information received, the patient experienced paravalvular leak and a "tear" around the valve ring. The patient expired in 2000; however, the cause of death is unknown at this time. It is unknown if the valve was explanted at autopsy or remains implanted. Additional information has been requested.